Manufacturer narrative:
Batch review performed on 18-oct-2022: lot 1910682: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: 2 years after primary tka in a 75 year old woman, patella pain and lack of stability lead to revision surgery. This was likely due to disease progression, both for the secondary instability, normally due to ligament relaxation, and for the patellar pain, probably due to arthrosis of the patellar bone. No reason to suspect a faulty device at the origin of this revision.

Event description:
Revision surgery performed due to pain and laxity about 2 years after the primary surgery. Patella bone resurfaced and inlay changed with a thicker one (from 10 to 12 mm).